Event description:
Consumer complaint of high blood results. Expected blood glucose test result range is 90 to 100 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 122 mg/dl and 116 mg/dl. Verified storage of product is not within instructed specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is not verified. Recall test results performed from meter memory: adverse event not reported.

Manufacturer narrative:
(B)(4). Product evaluation: no defect found. Most likely underlying root cause: user's test strip had poor storage.